Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a total knee procedure on unknown date and the topical skin adhesive was used. The patient experienced a post-op infection at the incision site. Additional information has been requested.